Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with an afx bifurcated, one vela suprarenal, and two vela infrarenal. Endologix became aware of a case from a tweet by the physician that performed the secondary case. It was reported that the physician noted that it was not a faulty grafts, but the implanting physician misplaced the device by not covering more of the right common iliac. The patient presented emergently with abdominal pain. Patient reported to be doing well post procedure and is scheduled for a one month follow up.